Manufacturer narrative:
(B)(4). Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08725 inches. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and unexpected restart error test. No over/under delivery anomaly noted. No motor error alarm noted during testing. The motor was tested outside of the insulin pump and passed. Insulin pump had minor scratched display window, cracked case at display window corner, scratched reservoir tube window and a partially broken off reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 223 mg/dl at the time of hospitalization. The customer was given food and glucose to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer had a motor error alarm a day before the low incident and another similar alarm previously. Troubleshooting was completed for the motor error but not the low. The customer ended up going high after being treated for the low and went as high as 396 mg/dl, which they used manual injections to treat. The insulin pump will be returned for analysis.